Event description:
Related manufacturer reference number: 2017865-2022-10536. It was reported that the patient presented in clinic with an infection. The entire system was explanted. The patient was in stable condition.